Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -9.0 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2023 for a lens two sizes shorter in length due to excessive vault. This resolved the problem. The reporter did not give a cause for the event.

Manufacturer narrative:
Claim# (B)(4).